Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the infection, redness and scabbing at the ins site were still occurring even though the patient had completed their antibiotic treatment. They stated "it's not healing". They also reported the poking/zapping sensation felt when turning and when lying down was still occurring. They stated poking/zapping sensation felt like a nail was being driven into the ins site. They could not figure out what would have led to the infection, redness, scabbing, and poking/zapping sensation at the ins site. They stated the patient has lost a little bit of weight but did not have any falls or changes in programming, and the patient sleeps pretty much on their back. They were scheduled to meet with a doctor later in the day on (B)(6) 2017 to address this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other non-malignant pain. It was reported that the patient had an infection at the ins. The infection was confirmed, but the strain of infection was unknown. The caller stated that the patient has an infection at the implant site, and they were given high-power antibiotics and were said to call the company or the doctor. The caller stated that this was just a few weeks ago, it's red around the implant site and there is a scab. The caller also stated that when they roll over something pokes or zaps them, they think something is going on.